Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that after a cataract/vitrectomy combined procedure the patient experienced eye pain, the vision was decreased to counting fingers, and 2+ cells were noted in the anterior chamber postoperatively. The patient was transferred to another facility for treatment. The facility does not suspect that any alcon products contributed to this case.